Manufacturer narrative:
(B)(4).

Event description:
The patient went into withdrawal 4 days ago. A dye study was performed. The patient was bolused during the procedure which resulted in an overdose. A roller study was performed and no problem was found. Currently, the patient was not feeling a response from their ptm (patient therapy manager) boluses. It was noted that there was a 4 ml discrepancy at the last pump refill. Additional information has been requested. A follow-up report will be sent if additional information becomes available.